Event description:
It was reported that the patient's leads migrated 'up' after her implant on 2012-(B)(6). A revision surgery was performed on 2012-(B)(6). The patient noted she was still having pain, but she didn't think it was related to the device. Additional information was requested but was not available at the time of this report.

Event description:
Additional information received reported that the migration was attributed to the anchor, and the patient experienced increased pain as a result. An x-ray was taken. There was no injury and the patient did not require hospitalization.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2012-(B)(6), product type lead, product ID 3778-60, serial# (B)(4), implanted: 2012-(B)(6), product type lead, product ID 37754, serial# (B)(4), product type recharger, product ID 37744, serial# (B)(4), product type programmer, (B)(4).